Manufacturer narrative:
The reported event of conductor fracture was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal insulation abrasion was noted at 20.1-20.4 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the patient's right ventricular (rv) lead had a conductor fracture. The rv lead was explanted and replaced. Further information was requested but not received.